Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) was defective when they got it out of the box. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 05/12/2020. An investigation was conducted on 06/10/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed. The loading device and delivery device were returned. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly was observed in the loading device window. The seal and tension spring assembly was removed from the loading device. No crack/delamination of seal was observed. Dimensions of the delivery tube were taken. The inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.224 inches. The length of the delivery tube was measured at 2.50 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device and the evaluation results, the specific failure mode could not be identified as no specific failure mode was reported, however the analyzed failure "fitting problem" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hst iii system (3.8mm) was defective when they got it out of the box. No patient involvement.